Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation, white particles on the shell and observed 40 mm dark patch edge material inside gel device. After autoclave cycle was observed: cloudy color in the gel. A microscopic analysis was performed which identified: wear abrasion and nick striated. Based on the device analysis the final assessment is: no were observed openings on the device. A nick striated due to surgical tool scratch like.

Event description:
Healthcare professional reported left side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device was explanted.